Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds and non capture. The ra and rv leads were reprogrammed to max output on both channels and remain in use. It was noted that the patient was in critical and deteriorating clinical status at time of interrogation. No further patient complications have been reported as a result of this event.